Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-26011. It was reported, the patient was not receiving stimulation. A sjm representative met with the patient and lead diagnostics showed multiple invalid contacts. The sjm representative was able to recapture the patient's pain pattern with the remaining valid contacts but the issue reoccurred. The sjm representative is scheduled to meet with the patient again on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.